Event description:
Currently, there is not consistent or clear literature on the difference of sizes between the different types of enteral feeding tubes. Many websites and manufacturers have varying sizes for each type of enteral feeding tube. Linked here is aspen's list of enteral nutrition resources (https://www.nutritioncare.org/guidelines_and_clinical_resources/enteral_nutrition_resources/). This has created an issue as the need for we build routes in the ehr for different medications. Having a clear list of the different types of enteral tubes with their corresponding size(s) can help standardize what tubes are used for medications in the ehr build. In addition it would be helpful if the FDA package insert indicated the size of appropriate enteral tubes if the medication can be given through a tube. (B)(4).